Event description:
The ICD and the lead fragment were returned for analysis upon request of the (B)(6) police. The patient died on the (B)(6) 2020. On the (B)(6) the patient had a magnetic treatment for therapy of rheumatic disease. The analysis of the data stored in the ICD memory should help to clear, if there is a connection between the magnetic therapy and the death of the patient. Biotronik (B)(6) has no information about the treating physician, the health facility or the details of the magnetic therapy.

Manufacturer narrative:
The ICD and a proximal fragment of the lead were received for analysis. Upon receipt, the lead fragment was still connected to the ICD header and the therapy functions of the ICD had not yet been deactivated. The connections were inspected and the lead was properly connected to the ICD. Upon detachment of the devices from each other, the ICD and the lead fragment were subjected to an extensive analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for ICD and lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance tests proved the devices functions to be as specified. Analysis of the lead: the returned proximal lead fragment was found cut at approximately 50.5 cm distal to the df-1 connector pin, directly distal to the proximal (atrial) ring electrodes. The distal lead fragment, including the rv shock coil, distal (ventricular) ring electrode and fixation screw was not available for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually and electrically analyzed. During the visual analysis cuts into the insulation were noted 30 cm distal to the df-1 connector pin. At this location the conductor cables leading to the rv shock coil and rv ring electrode were found cut through and the remaining most distal part was not returned. Further inspection showed that 10 cm distal to the df-1 connector pin, the lead body was ruptured from the yoke and all conductors were exposed. At this location the inner conductor coil and the conductor cables leading to the rv shock coil and distal atrial electrode exhibited signs of an electric arc and the inner conductor coil and the conductor cable to the rv shock coil were found fractured. The morphology of the mechanical damages indicates the presence of strong external pulling forces during the extraction procedure. The arcing marks resulted from shock deliveries due to the detection of noise after the system removal post mortum, which was confirmed during the analysis of the ICD. Analysis of the ICD: the ICD was interrogated, showing the battery status mos1 (middle of service), indicating a sufficiently charged battery. An amount of 184 charging cycles was documented. Subsequently the memory content of the ICD was inspected. The inspection revealed that all available iegms correspond to episodes that occurred after the patients death, due to the detection of external noise, as a result of non-deactivated ICD functions as described above. As a consequence of the large amount of episodes and the memory limitations of icds, all iegms from the time when the device was still implanted and in service were overwritten. The day of the reported magnetic treatment, (B)(6) 2020, a vf episode was recorded at 10:35 h (episode 15) with an automatically aborted 40 j shock by the ICD. Further insights regarding this episode are not accessible due to the overwriting of previous iegms. Based on the available data it is therefore not possible to determine the root cause of this vf episode. However, it cannot be excluded that a detection of noise, possibly induced due to the magnetic therapy, might have contributed to this vf episode. In a next step additional clinical trend data were inspected. The data showed a slight gradual increase of the rv pacing impedance between march 20th and august 3rd, 2020 from 1793 ohms to 2763 ohms, representing values within normal range. Between august 7th and august 18th, 2020 the rv pacing impedance value was <200 ohms, indicating a short circuit within the pace-sense path, potentially related to a lead insulation damage. This assumption could not be confirmed during the analysis of the returned lead fragment. In a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Conclusion: the returned lead fragment only featured multiple extraction damages. The distal lead fragment was not available for analysis. The ICD proved to be fully functional. The analysis of the memory content showed a normal ICD behavior while the device was implanted and in service. The analyses of the ICD and the lead did not reveal any evidence that the reported magnetic therapy had compromised the functionality of the implanted system leading to the reported patients outcome. There was no indication of a material or manufacturing problem of these devices.